Event description:
Prior to any procedure, it was noted that when an endurant iis bifurcate (B)(6) was removed from its box, but still within its s terile packaging , it was reported that the back-end wheel was apart and separated from the back-end gear. It was said the device was broken sometime prior to its removal from the packaging. The device was left in the sterile packaging. There was no patient involvement as this was not opened for a procedure. The cause of the device defect is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the device returned in the product tray, sealed pouches and shelf carton. There was no deformation observed to the shelf carton. The detached backend wheel components and a broken tab were visible in the inner pouch. A slight gap was visible between the graft cover tip and the taper tip. The tapered tip was fully seated on the spindle however the backend wheel component did not fit correctly on the screwgear. Damage was observed on the screwgear following removal of the rear handle. Nick/stress concentration point were observed to the tap detachment site and the wheel. Damage was observed to the intact tab and the female half component. The reported deformation in-vitro was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received ; it was confirmed that the device's box and inner seal appeared to be in perfect condition. The shipping box did not have any notable damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.